Manufacturer narrative:
No injuries were associated with this incident; the complainant is doing fine. To date, the product has not been returned; therefore, no evaluation can be conducted. This incident is MDR reportable as a malfunction because the device could cause or contribute to a serious injury if the malfunction were to recur.

Event description:
A complainant alleged that the zeon apollo device got hot, slightly burning the desk, and the light bezzle came off.

Manufacturer narrative:
The unit was returned and a visual and physical inspection revealed that there were no damages to the battery pack and the charger. Contrary to the alleged complaint, both items were working properly. It was revealed that the headlight was exposed to an excessive amount of heat causing the headlight to melt. After reproducing the failure with the apollo components, it is concluded that the apollo battery pack is not capable of producing a sufficient amount of current that caused the plastic lens in the headlight to melt. A power source capable of producing about five (5) times more power than the apollo pack is required in order to melt the plastic lens of the headlight.